Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a orthopedic procedure, 30 minutes into the procedure, while using a running technique, the thread of the device broke. A new suture was opened to complete the procedure. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received the packaging for one device. A visual inspection of the returned packaging noted an open foil pouch and two retainers. No product was returned. As no product was returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.